Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had safety disk error. There was no patient involvement.

Manufacturer narrative:
Additional information poc: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was able to verify the due for pm . To fix this issue, the fse replaced the safety disk, scroll compressor. The fse also replaced the batteries because it did not pass the battery run time. The fse then performed pm and functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.